Event description:
It was reported that the patient¿s previous pump started "acting up" after 6 years. In (B)(6) 2014, he started going in and out of withdrawal. One minute he would feel fine, the next he was soaking wet and going through withdrawal. The pump system was being used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8590-1, lot# n132992, implanted: (B)(6) 2008, product type: accessory. (B)(4).